Event description:
Amt button tube was placed in the morning. Ten hours later the tube was found outside the patient with the balloon deflated and a visible tear. The tear was on the outside of the balloon; this was not in the location of where the introducer is placed during the insertion of the button. Manufacturer response for low profile button g-tube, mini one balloon (per site reporter): they requested the product be returned to them. We are waiting for the shipping label.